Event description:
A patient report blood glucose results of 70 mg/dl with a lifescan meter and 120 mg/dl on a laboratory device, performed within 15 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Due to the high readings, the patient's physician changed the patient's insulin dosage and advised the patient that there was something wrong with her meter. Customer service sent the patient a replacement meter, since the patient felt uncomfortable with the device.